Event description:
It was reported that this pacemaker exhibited oversensing in the right atrial (ra) lead channel which resulted in inappropriate atrial tachy response (atr) episodes. The findings were transmitted electronically to the facility as the request to review was an automated process. This pacemaker had already been optimized. This pacemaker remains in service. No adverse patient effects were reported.